Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device delivers monophasic shock instead of biphasic. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be an internal short within the h-bridge ,designator u1. The device was archived by stryker. The customer received a replacement device.